Event description:
Tenckhoff catheter placed 11/4/97. 11/5/97 pt c/o severe abdominal pain. Cultures remained negative for 6 days but dialysate cleared with addition of antibiotic. 11/6/97 peritoneal catheter leaking with several areas that appeared as cuts. Application of davron clamp caused catheter to crimp. 11/12/97 catheter emergently removed and replaced due to continued leaking with clamp in place.